Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product is no longer available for return.

Event description:
It was reported the nurse received the following results within 15 minutes: 229 mg/dl, 130 mg/dl and 189 mg/dl.